Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture, "3.5".

Event description:
Company representative reported, "breast contracture, 3.5". Baker grade will be captured as IV for this event. This record is for the left side. Device remains implanted.

Event description:
Healthcare professional reported "breast contracture 3.5". This record is for the right side. Device remains implanted.

Event description:
Company representative reported "breast contracture 3.5". Baker grade will be captured as IV for this event. This record is for the left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure one opening assessed as surgical damage and creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Company representative reported "breast contracture 3.5". Baker grade will be captured as IV for this event. This record is for the left side. Device has been explanted.